Event description:
Passed out for a brief time [loss of consciousness]. Case description: spontaneous report was received on (B)(6) 2012 from a (B)(6) male pt. Initials (B)(6) via a company rep. The pt's medical history was not provided. On an unspecified date in 2012 (approximately three weeks ago), the pt received synvisc one (hylan gf-20) injection, once, route and dose not provided, in an unspecified knee. The lot number of synvisc one was not provided. Almost immediately after the injection, he felt dizzy and closed his eyes. He turned while and passed out for a brief time. It was reported that the pt woke up almost immediately. The company assessed the event of "passed out for a brief time" as medically significant. The event of "passed out for a brief time" was recovered. Concomitant medications were not provided. The intensity for the event was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.